Event description:
A customer reported a malfunction with their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed critical levels. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.